Event description:
The aeon endostapler system consists of a handle and reload. During a laparoscopic revision of a gastroenterostomy, aeon reloads were used on duodenum. Procedure was completed with no issues and no staple line concerns were noted at the end of the procedure. However, the patient had to be taken back into the or due to two separate postoperative bleeds from the small bowel. It was confirmed that the staple line did not come apart and that the staple formation looked appropriate. It was not identified where the bleeding was observed. The surgeon applied additional suture and resolved the bleeding. No further intervention, patient complications or harm associated with this incident. No device problem was identified, this event is being reported in abundance of caution.

Manufacturer narrative:
The product could not be evaluated, as it was discarded after use. However, the device history record was reviewed and no issues were identified.